Event description:
As reported, insertion tube and angulation defect was observed during leakage test. There is no patient harm or injury reported due to the event. No user injury reported. Device return inspection found foreign material on the distal end behind the forceps elevator. This report is being submitted for foreign material found on the distal end and forceps elevator.

Manufacturer narrative:
During device inspection, the customer phenomenon was confirmed. In addition, foreign material remain on the distal end behind the forceps elevator was observed. Furthermore, the following findings during inspection were noted below: corrosion on distal end and a ccd lens gluing worn out. Control body unit (s-body) cracked, s-cover damaged, key cap n°1 perforated, connecting tube wrinkled and scratched, knob play and less angulations. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material entered adhered to the elevator due to improper reprocessing. This foreign material was likely present because the device was not reprocessed immediately after the patient procedure or the area around the forceps elevator was not cleaned thoroughly in accordance with the subject device instructions for use (IFU). The root cause of how the foreign material remained on the device could not be determined. The following is included in the IFU and may help prevent the event: "precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
Correction to the initial report: the customers initial complaint was leakage at the control part above the handle.